Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd set with cassettes leaked. This occurred during priming of the devices for peritoneal dialysis therapy after the cassettes were placed inside the door of the machine. The leaks were coming from the cassette and not the lines. There were no visible holes/tears on the cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.